Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks,¿which is off-label usage of the device,¿on(B)(6)2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b and d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.